Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 500 mg/dl. Customer treated for high blood glucose using insulin pump bolus and manual injection. Customer reported symptoms like nausea and polydipsia. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported highs after blousing and didn¿t alleged pump was under delivering. The drive support cap appeared normal. Customer reported insulin exited at the quick release. The devices will not be returned for analysis.